Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incarcerated ventral hernia. It was reported that after the implant, the patient experienced adhesions, recurrence, abdominal pain, nausea, vomiting, bruised bowel, and obstruction. Post-operative patient treatment included mesh removal, hernia repair with mesh, lysis of adhesions, dissection of imbedded mesh from bowel, admission to hospital, ICU, diagnostic laparoscopy, temporary abdominal closure, hernia sac removed, and revision surgery.